Event description:
A patient had surgery for removal of implanted hardware from left knee. During the procedure 2 howmedica flexible osteotomes broke. The first one listed as cat # 6210-0-710 broke at the seam base. The second one listed as cat # 6210-0-730 had a piece break off of the tip. There was no injury to the patient.